Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.